Manufacturer narrative:
Investigation summary: the batch record for lot# 7047028 was reviewed, no related abnormalities were found during the manufacturing process. The actual sample and photograph were provided for this complaint, the actual sample was evaluated and did show the reported failure mode in which confirmed this complaint. Leakage testing was performed on the returned samples, the results of these examinations showed the returned devices to be qualified. Microscopic investigation of the septum hole showed it to be completely closed. Bd investigators noted that corrective actions have been taken to address the septum aging. Actions include changing the mode of transportation to prevent long-term exposure of product containers to sun light, mandating storage in temperature and humidity controlled warehouses, and to mark all transportation containers to assist transporters in identifying the products special requirements. Investigation conclusion: the actual sample and photograph were provided for this complaint, the actual sample was evaluated and did show the reported failure mode in which confirmed this complaint. Root cause description: according to previous complaints the most likely root cause for this event is accelerated septum aging as a result of transportation and storage in high temperatures.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked at the septum after removing the needle. No serious injury or medical intervention was reported.